Event description:
It was reported that product did not engage properly. A pt was involved and died but not directly resulting from the alleged defective product.

Manufacturer narrative:
The blades had been returned few without sachets and still in original sachets. Those without sachets were to be used a number of times, which is not intended for this product. Lite blades are for single use only. Samples in oroginal sachets were tested and found to work perfectly.